Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported: "the port did not recognize the ac power or battery power. Patient switched to back up controller and was provided with a new back up controller." The device has not been dropped and there were not visual damage to the controller. There was no open port on one of the power connections at the time of the alarm and the pump was running with no issues. Patient tolerated controller exchange well. Controller was removed from service and new controller given to patient. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing due to not recognizing the power source connected on power port 1 and presenting the power disconnect reconnect power 1 alarm on the display. During supplemental testing, a faulty component (diode d13, p/n smaj18a) located on the controller board was found. After replacing the faulty component, the controller performed as intended. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event may be attributed to the faulty component (diode d13) on the controller board found during testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.